Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Similar complaints for the inability to achieve primary stability (unable to place implant into osteotomy) have been previously investigated. Refer to attached summary investigation. Visual and dimensional evaluations of the previously returned product have not identified or suggested manufacturing non-conformances. While non-conformances were identified for some lots during manufacturing records reviews, the documented disposition actions for each have not suggested the likely release of non-conforming product. To date, all complaint data was found to be conforming and did not meet CAPA/hhe/d/ie escalation. Therefore, there were no complaints which confirmed a manufacturing or design related issue caused or contributed to the reported event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product is within specifications. A complaint history review by item number was conducted for the (tsvt4b13) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. As documented in the summary investigation, contributing factors for this reported event likely exist outside of zimmer biomet control, including those related to patient biological factors/condition and surgical technique. The following sections have been updated: g6: checked "follow-up". H3: changed "no" to "yes" .

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Device manufacturer date unknown / not provided. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported that doctor indicated lack of primary stability. No other implant placed. Tooth site #21.